Event description:
Patient reported that he has been experiencing erratic blood glucose (40-400 mg/dl), for the past month. He stated that of the past 5 boluses, retained in the device's memory, he recalled programming only 1. Additionally, patient indicated that the device was in a temporary basal setting, that he did not deliberatley program. Patient self-treated elevated blood glucose by delivering an insulin injection.